Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing and loss of capture were observed on the lead. Programming changes were made.